Manufacturer narrative:
The date of event was updated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported for three days the omnipod 5 controller/personal diabetes manager (pdm) had delayed responses when unlocking and during bolus delivery, including one instance where a bolus was initiated but did not complete, and the device appeared to freeze. Insulin delivery was generally occurring, and the device was operated in manual mode. The patient's blood glucose level rose to 260 mg/dl. No information regarding treatment was reported and no medical assistance was required.